Event description:
The device was used during a conventional cystectomy procedure. Reportedly, the suture broke. The surgeon used another suture to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/5/1998-supplemental report #1 submitted to FDA. Device not rec'd for eval.